Event description:
It was reported that there was an issue with the patient programmer. The patient was not able to make adjustment with antenna attached. The programmer was not communicating with the antenna. It was also noted that regardless of what position the patient was in, the stimulation would turn itself off for about 5 minutes and then back on again. This had been occurring since the patient's programmer was not working properly, since last thursday. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4). Analysis of the programmer, model # 37744, lot# serial# (B)(4) showed: cracked solder joint; resoldered pin 2 of the antenna jack.